Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/15/2020. A manufacturing record evaluation was performed for the finished device batch paj431, ep8706h56 and no non-conformances were identified. H3 investigation summary: fourteen unopened samples of product code ep8706, lot paj431 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2019 and suture was used. It was reported that the thread broke intraoperatively. The surgery was delayed five minutes. The suture was replaced. The procedure was completed successfully. There were no adverse patient consequences reported.